Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 440 mg/dl. The customer stated that insulin was taking a long time to get through the cannula. Customer tested with a bolus and stated that she could not see insulin coming out of the tubing. Customer was advised to push insulin with the plunger. She confirmed insulin did exit the tubing. Customer treated with a manual bolus. She was advised customer to check for ketones and if necessary go the emergency room.